Event description:
It was reported that a malfunction occurred on the pump, and no notable events were recorded before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer's pump was out of warranty, and they reverted to an alternate method of insulin therapy.